Manufacturer narrative:
Age, sex, weight and ethnicity: information requested but not provided. The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during a flap procedure in the left eye and while the laser was firing 90% of the treatment the patient interface experienced a suction loss. The account converted the patient to photorefractive keratectomy.

Manufacturer narrative:
Complaint reporter also stated that they do not collect info for a4 and a5. Device evaluation: d9. Returned to manufacturer on: july 19, 2022. H3. Device evaluated by manufacturer? Yes. A visual inspection of the returned product did not reveal any obvious defects or damage. Functional testing was performed with all results within specifications. The reported issue could not be confirmed. The review of the device history record (DHR) for the patient interface showed all devices meet material, assembly, and performance specifications at the time of product release. Based on the information obtained, product malfunction and product deficiency cannot be confirmed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.